Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition. The tamper seal was intact but the plunger head was full of contamination. There was a force sensor test error in the event history log. The customer reported product problem was verified during start up. This problem occurred because of the contamination on the plunger head. The contamination was attributed to user error/interface. The plunger head was replaced as a result. The investigator also upgraded the motor mount and worm gear. The pump was then cleaned and re-calibrated, after which it passed all the functional tests.

Event description:
It was reported that the pump presented with a force sensor error. No patient injury or complications were reported in relation to this event.